Manufacturer narrative:
Device evaluation the geenen pancreatic stent of unknown lot number and rpn involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the attached journal article. ¿endoscopic therapy of refractory post-papillotomy bleeding with electrocautery forceps coagulation method combined with prophylactic pancreatic stenting " this file covers the off label prophylactic use of the 5f, 3¿5 cm-long geenen pancreatic stent with internal flags (wilson¿cook co, USA) in two patients. Document review as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all geenen pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0055-4 and ifu0121-2) "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ according to the information reported a 67-year-old male patient had a 5fr 4cm long geenen pancreatic stent and the 77-year-old women had a pancreatic stent inserted to prevent post-procedure pancreatitis. It was further noted that an incorrect wireguide was used in the procedures where it was stated that a 0.025¿ wire guide was used, this would be considered secondary to the off-label use of the device. Due to a number of possibilities the rpn for these devices could not be determined. According to our clinical adviser the papillary adenocarcinoma and multiple small liver metastases noted after stent removal with the 77-year-old patient were not related to stent placement or procedure and were related to patient¿s condition. Root cause review a definitive root cause can be attributed to the off-label use of the device, when the device is outside its stated intended use it may lead to outcomes that were never intended to happen and were never studied. Where the prophylactic use of the is not a stated use as per the IFU and therefore has not being tested in a clinical setting. Summary: complaint is confirmed based on customer testimony. According to the information reported both stents were removed after a few days and after a week with both patients with a routine gastroscopy procedure using either polypectomy snare or foreign body forceps. The patients did not experience any device related adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to also capture user error as an incorrect size wire guide was used (0.025inch). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Dubravcsik 2014 ¿endoscopic therapy of refractory post-papillotomy bleeding with electrocautery forceps coagulation method combined with prophylactic pancreatic stenting¿ 2 patients: (B)(6) male patient and a (B)(6) woman. We achieved complete hemostasis in all patients without signs of further rebleeding or need for surgery. None of our patients developed post-procedure pancreatitis or perforation. Prophylactic pancreatic stents were safely removed after a few days off-label use - prophylactic pancreatic stent was applied to prevent pancreatitis.user error is also captured under this file as an incorrect size wire guide was used (0.025inch).

Manufacturer narrative:
(B)(6). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Dubravcsik 2014 ¿endoscopic therapy of refractory post-papillotomy bleeding with electrocautery forceps coagulation method combined with prophylactic pancreatic stenting.¿ 2 patients: (B)(6) year old male patient and a (B)(6) year old woman. We achieved complete hemostasis in all patients without signs of further rebleeding or need for surgery. None of our patients developed post-procedure pancreatitis or perforation. Prophylactic pancreatic stents were safely removed after a few days off-label use - prophylactic pancreatic stent was applied to prevent pancreatitis.